Manufacturer narrative:
A replacement main board was sent to the account. Repairs have not been completed.

Event description:
Information received indicates when the account plugged the power cord in, smoke emitted from the control box. No injuries.